Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and found sensor canula broken. Unable to confirm customer received sensor in said condition due to customer returned opened/ used.

Event description:
It was reported that the insulin pump alarmed calibration error alert. Customer's blood glucose reading was 135 mg/dl. Nothing further reported.